Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported bd intima-ii 24gax0.75in prn slm npvc broke followup response - (B)(6). On (B)(6) 2025 catheterization duration: 4 days was the breakage inside or outside the body? The breakage was discovered after catheter removal, indicating an external break. Has the breakage location been confirmed? The break occurred in the middle section of the catheter. Method and location of breakage removal? Was the broken segment completely removed? During post-extraction integrity assessment, the catheter was found incomplete. The broken distal segment was identified at the puncture site; the catheter was removed intact. Medication administered to the patient: standard saline solution patient specifics, including age, condition, infusion status (presence of agitation or mental status changes): 11-month-old infant admitted for pneumonia; infusion was unobstructed. What is the patient's current status? The patient has been discharged. Are there photographs or imaging data of the tubing sample? Can the defective sample be returned? Attached are photographs taken by the customer. The defective sample has been processed and shipped. The needle tip and rear end are packaged separately. Blood residue remains on the rear end and could not be cleaned. The product experienced a tubing breakage during removal; one unit was affected, the sample can be returned, and photos are available; green insurance is not required, but a complaint response letter (stating the factory's testing indicated the cause of the tubing breakage) and a complaint acceptance letter are needed.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR review and retained sample analysis are not performed as the lot number is "unknown" for this complaint. 2. The customer returned 1 photo and 1 defective sample. 1)the photo shows the approximate location of the catheter break. 2)the returned sample has a specification of 24g. Perform an appearance inspection on the returned sample. A. Catheter length: the residual catheter length is about 11mm (the distance between the break of the catheter and the catheter hub), the broken catheter length is about 9mm, and the total length is about 20mm. B. Fracture surface condition: the catheter fracture surface remaining in the hub is smooth; however, the fracture surface of the other catheter segment shows multiple obvious inside-to-outside damages. The shape of the injured area is an inverted triangle. 3. Cause analysis: 1)the total length of 24g catheter should be 20mm, and the total length of the broken catheter is about 20mm, so the catheter is basically complete. 2)based on the condition of the catheter fracture end and the puncture wound, the catheter may have been damaged due to the puncture force from the needle tip, and it may break when pulled by an external force. 3)according to the hospital's feedback, the catheter fracture was only discovered during removal after 4 days of placement, which indicates that the IV catheter functioned normally during the first 4 days. This indirectly suggests that there was no quality issue with the product. 4)during the puncture process, improper loosening of the stylet and repeated puncturing can cause catheter damage. After being damaged, the catheter¿s tensile strength decreases during indwelling, making it more likely to break when removed. Conclusion(s): due to the unclear usage details of the defective sample, after inspection and analysis of the returned sample, it was determined that the catheter was damaged by multiple punctures from the needle tip, which led to its fracture after being subjected to external force. This issue is unrelated to product quality.